Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 32 mm amplatzer septal occluder was selected for an implant on (B)(6) 2022. During the procedure, the physician noticed that desired shape was not taken by the device. Device was removed from the patient prior to release from the delivery cable. There was no interaction with cardiac structures during deployment and no angulation or kink noticed in the delivery system. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Use of a larger than recommended sheath could have contributed to the device deformation. Please note, the instructions for use recommends a 12fr sheath, for implant of a 32mm septal occluder. H6 medical device problem code: 2017 code added.